Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000347004 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. [Ncmr #17895-environmental excursion (low temperature) on whse incubator tag# 00232 for 38 minutes ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaw peeled off. The device had not been in use long. No peeled jaw fell into the body. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.